Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise led to inappropriate atp therapy. The lead remains implanted. The patients condition was good after the event.